Manufacturer narrative:
Appropriate term / code not available - used to describe an endoleak. Device not accessible for testing - the medical device remains implanted and was therefore not available for return and evaluation.

Event description:
On (B)(6) 2022 the patient was admitted for treatment of an aneurysm rupture and was implanted with a gore® excluder® aaa trunk ipsilateral leg endoprosthesis (rlt281418) and a gore® excluder® aaa contralateral leg endoprosthesis (plc141400). On an unspecified date follow up was performed with CT imaging and revealed a type I endoleak. The patient was admitted for reintervention on (B)(6) 2022. As reported, the patient was successfully implanted with a gore® excluder®aaa aortic extender endoprosthesis. Implantation of the gore® excluder®aaa aortic extender endoprosthesis did not resolve the endoleak. The patient was also implanted with a non-gore device(s) (endurant anchors). The edndoleak was confirmed as resolved. As reported, the patient had calcification present in the seal zone of the neck.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. A4: patient weight of 67 kg provided. B7: the following additional patient information was provided. Meds: zofran, amiodarone, hydralazine, labetalol, levothyroxine comorbidities: a-fib, hypertension, svt. G3/g4, date received by manufacturer: 04-may-2022 review of manufacturing records and available information was concluded on this date. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22, known inherent risk of device - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement.